Manufacturer narrative:
Device was received with the new style all black retainer still attached to the pump case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08710 inches. Device was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged insulin flow block alarms and was hospitalized for low blood glucose. In addition, customer alleged cosmetic damage located at the retainer ring. The device was received with the new style all black retainer still attached to the device case. The device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08710 inches. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No delivery alarms was not noted in device history on event date. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. The device was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection. Cosmetic damage was not confirmed at the retainer ring during visual inspection. However, cosmetic damage was noted where cracked select button keypad overlay, scratched case, and pillowing keypad overlay was noted. Unexpected insulin flow blocked alarm/no delivery alarm not confirmed during testing or in device history/trace files on the event date. Unable to verify customer complaint for low blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room for low blood glucose on (B)(6) 2021 with blood glucose of 40 mg/dl and current blood glucose level was 150 mg/dl. Customer reported that the retainer ring had crack and was missing. Customer reported that the reservoir was not able to locking in place. The insulin pump will be returned for analysis.